Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On approximately (B)(6) 2026, the wearable fell off. The patient could not recall how much time passed when she experienced symptoms of dizziness, confusion/disorientation and loss of consciousness. Prior to losing consciousness, the patient tried to drink water but ended up losing consciousness. She also did not have a glucometer to check her manual blood glucose since the wearable had failed. The patient did not sustain injuries from passing out. Her daughter called an ambulance. By this time, the patient regained consciousness. When paramedics arrived, the bg was 120 mg/dl and no medications were provided. They transported the patient to the emergency room where her bg went down to 59 mg/dl. She was treated with IV fluids; blood tests were taken but results were normal. The patient was monitored for two days and discharged on (B)(6) 2026. At the time of the report, the patient was feeling okay. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.